Event description:
Resulted (B)(6) 2022 positive from (B)(6) - rapid pcr, patient is stating that the results took 5 hours to be resulted and they took two in home tests and received negative results. Patient is stating they do not believe they are positive and the results are false no adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.